Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was oil substance coming out of the device, which was probably a biological material left in the device as a result of the locking mechanism assembly not functioning properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cutter brake failed on the attachment device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.